Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first black reload could be fired without a problem. For the second firing a gold reload was used. During firing, the surgeon noticed that the knife was not properly advancing and that the staple line was not properly formed. After taking out the gold reload, the surgeon saw that a part of the reload was broken and that the reload looked "squeezed." As the staple line was not properly formed, the surgeon had to re-do the firing more proximal from the first staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received: what was the product code of the stapler being used with the ecr60d cartridge (pse60a, long60a, plee60a, etc.). Psee60a. When the knife was not properly advancing, was the device difficult to fire. First, knife started to advance properly, then knife seemed to start pushing the tissue toward the distal tip of the device so that tissue was sort of accumulated at the end of the jaws and the clips were not properly formed at this point. When the knife was not properly advancing, did the device cut. Yes, started to cut and set a proper staple line just in the beginning (about 1/3 length of jaws, then problem began). If yes, was the cut line complete. No, just about 1/3. On the staple line that was not properly formed, please describe the shape (malformed, unformed, interrupted, etc.). Malformed as tissue was accumulated at distal tip of jaws and therefore too thick for proper staple formation. Did the device deliver a complete staple line (full 60mm). No, just about 1/3. Did any pieces of the broken cartridge fall into the patient. No. Were the device jaws rinsed and the anvil wiped between firings. Yes. Was the device fired across or near an existing staple line or clip. No, was second firing during lap. Sleeve gastrectomy (first firing = black reload). Was buttressing material utilized? If so, which product. No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event. No, patient is doing fine so far, is already at home. What was the bmi and gender of the patient. Female, (B)(6). Were there any issues with the second gold cartridge being returned. If yes, please explain. No, I received the package with both cartridges and as they were bloody I did not want to retrieve the second gold cartridge from the package. Additional information received: photograph: the event description that the reload looked ¿squeezed¿ can be confirmed. The damage to the cartridge may also result in unformed staples and difficulty in knife advancement. This cartridge appears to have been clamped over a hard object. Conclusion: based on the photographic evidence the event description can be confirmed. The appearance of the cartridge shows that it was damaged during the procedure, most likely clamping over a hard object. Hands on analysis of the cartridge should confirm the photographic evidence that the cartridge was damaged during the procedure.

Manufacturer narrative:
(B)(4). Cartridge, drivers, one piece sled, pan, incomplete cycle. Batch # k5dx4n. The analysis results showed that two ecr60d cartridge reloads were returned. Cartridge (a) ecr60d, k5dx4n was received unfired and in good visual conditions. Cartridge (b) ecr60d, k5dx4n was received partially fired 1/3. In addition the cartridge deck, cartridge body, drivers and one piece sled were noted to be damaged. Furthermore the cartridge pan was dislodged from the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. One possible cause for the damage seen could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The returned reload (a) was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.